Manufacturer narrative:
(B)(4). Concomitant medical products: 65771101320 femoral stem 12/14 neck taper plasma 60935839, 00620005222 shell porous with cluster holes 52 mm o.d. 60982773, 00631005032 liner 10 degree elevated rim 32 mm i.d. 60802424. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03979.

Event description:
It has been reported patient underwent left hip arthroplasty and was revised nine years later due to pain, elevated metal ions. During surgery it was noted the patient had staining and granular sludge on the femoral head and trunnion with evidence of tissue irritation, without necrosis as well as yellowing of the liner. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Revision operative notes confirm that the patient underwent revision left total hip arthroplasty . Revision due to pain left total hip arthroplasty with metal reaction. Pseudocapsule tissue noted. Scant clear yellow synovial fluid. Evidence of metal reaction between cobalt chrome head and the titanium stem. Metal staining noted at junction. Black granular sludge within the femoral head and trunnion. Infection work up negative. Elevated metal ions. Evidence of tissue irritation, but no necrosis. Locking ring assessed and stable. Overgrown bone anteriorly that was removed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.